Event description:
During a device preparation, it was noted that the device went into backup mode due to cybersecurity upgrade. The device was exchanged to resolve the event and there was no patient involved.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. The device was above elective replacement indicator (eri) when received. The telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested. The device functionality was found to be normal. The reset could not be reproduced in the laboratory; hence the cause of the field event could not be conclusively determined.